Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra implant experienced pain during intercourse due to significant tortuousness of the device toward the left side. Upon physical examination, the prosthesis demonstrated marked curvature to the left and did not remain erect, even when manual contralateral support was attempted. The device exhibited mechanical issues but remains implanted. A surgical intervention is planned. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of pain is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this tactra implant experienced pain during intercourse due to significant tortuousness of the device toward the left side. Upon physical examination, the prosthesis demonstrated marked curvature to the left and did not remain erect, even when manual contralateral support was attempted. The device exhibited mechanical issues. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The reported patient symptom of pain is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this tactra implant experienced pain during intercourse due to significant tortuousness of the device toward the left side. Upon physical examination, the prosthesis demonstrated marked curvature to the left and did not remain erect, even when manual contralateral support was attempted. The device exhibited mechanical issues but remains implanted. A surgical intervention is planned. No further patient complications were reported.